Event description:
Patient reported rupture confirmed by ultrasound and magnetic resonance imaging (MRI). This record relates to unknown side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.